Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. Reportedly, bg readings were taken from the arm and the patient did not calibrate after the inaccuracy. No additional event or patient information is available. Data was provided, however finger sticks shown for the time period were accurate when compared to cgm values. The reported inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: alternative site bg values from your arms, palm of your hand, etc., may be different and less accurate than your fingerstick bg values. Using alternative for calibration might affect sensor performance, resulting in you missing a severe low or high glucose event. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.